Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon vertically ruptured at 12atm for 15 seconds. The rupture was noted at the center of the balloon. The device was removed with the normal method, and the procedure was completed with a different device. There were no patient complications, and the patient was good after the procedure.